Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented, the device was found to be in backup vvi mode. A firmware download was performed and the device was successfully restored. The device remains implanted.